Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was interrogated in the box during an incoming inspection performed at the distributor level on (B)(6) 2018, and was found in standby mode. It was then reported that the pacemaker could not be re-initialized.

Event description:
Reportedly, the subject pacemaker was interrogated in the box during an incoming inspection performed at the distributor level on (B)(6) 2018, and was found in standby mode. It was then reported that the pacemaker could not be re-initialized.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed that an external ram failure is suspected.

Event description:
Reportedly, the subject pacemaker was interrogated in the box during an incoming inspection performed at the distributor level on (B)(6)2018 , and was found in standby mode. It was then reported that the pacemaker could not be re-initialized.

Event description:
Reportedly, the subject pacemaker was interrogated in the box during an incoming inspection performed at the distributor level on (B)(6) 2018, and was found in standby mode. It was then reported that the pacemaker could not be re-initialized.

Event description:
Reportedly, the subject pacemaker was interrogated in the box during an incoming inspection performed at the distributor level on 9 october 2018, and was found in standby mode. It was then reported that the pacemaker could not be re-initialized.

Manufacturer narrative:
Based on preliminary analysis results, a hardware issue is suspected.